Event description:
Upon inserting my bard all-purpose urethral catheter for use, I was unable to empty my bladder at all. I looked at funnel end of catheter and noticed a white powder on it. I immediately removed it and found that there were no holes in the inserted end, which was the reason I was unable to empty my bladder. I was very nervous about the powder and what it may be, since these are supposed to be sterile and I always ensure I am cleaned and sanitized before opening and using a catheter.